Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was replaced with a larger pump as the patient's refill interval was too short. No patient symptoms were initially reported. The patient outcome from the pump replacement was recovered without sequela. The pump contained lioresal 2000 mcg/ml at a dose of 1429.9 mcg/day. It was later reported that the patient experienced a "buzzing" feeling at the device site, left leg and head when he was around electronics such as ipod, laptop, cellular and cordless phones and cable remote control box since the pump was implanted in 2006. The patient also used a powered wheelchair.